Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a rotator cuff repair and a biceps tenodesis, the healicoil broke after being already implanted, most of the anchor pulled out of the hole. The fully threaded 4.75 awl was used as usual. All the loose pieces were removed but not the part that held up in the bone, holding the sutures. The pieces were removed with a grasper. The procedure was completed with a s+n back up device. The back up device was used in an additional bone hole, no void was left in the patient. The insertion site was cleared of all debris prior to insertion, the surgeon was satisfied with the surgical outcome. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported issue cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected information in h6 (health effect - clinical code).